Manufacturer narrative:
Analysis of the pump found that there was high resistance with the pump battery. Analysis also identified a high resistance lab failure with the pump battery.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp on (B)(6) 2017. The patient's weight at the time of the event was provided.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and a manufacturing representative. The pump was returned for analysis. The hcp mentioned that the replacement was due to a motor stall. Logs showed reset, low battery reset, and safe state occurred on (B)(6) 2017 at 20:13. The logs also showed a blank entry and motor stall recovery on (B)(6) 2017 at 11:17.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type catheter, product ID 8598a, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type catheter, product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type catheter. Conclusion code applies to the catheter. Result codes apply to the catheter.

Event description:
Additional information was received from a consumer on (B)(6) 2017. The patient reviewed that her scar tissues strangled the catheter that went up to the middle of the back. The healthcare provider (hcp) reviewed that it caused the pump to quit working if the consumer understood them correctly. The pump was replaced on (B)(6) 2017 and the patient was started at a lower dose. The patient was then titrated back up to the therapeutic level they were used to with the hydromorphone and bupivacaine. There were no further complications reported or anticipated.

Event description:
Information was received from a healthcare provider regarding a patient's implanted infusion pump containing hydromorphone (10mg/ml at 2.201mg per day) and bupivacaine (6.9mg/ml at 1.5184mg per day). The indications for use included non-malignant pain and other chronic/intract pain of the trunk or limbs. On 2017-feb-02, it was reported that an alarm was heardor confirmed by telemetry. Low battery reset and safe state had occurred on (B)(6) 2017. The patient experienced a sudden onset of shivering, nausea, vomiting, and a weird taste in her mouth. The healthcare provider requested the pump-off passcode.

Manufacturer narrative:
The other relevant components include: product ID (B)(4) serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2017 <(>&<)> product type catheter <(>&<)> product ID (B)(4) serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2017 product type catheter. (Analysis of implantable catheter serial number (B)(4) revealed the following: the model (B)(4) catheter was returned to the returned products analysis lab in two segments. No anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Initial patency testing in the lab found the catheter to be occluded. However, the occlusion broke loose during the decontamination process and the catheter passed subsequent patency testing. Analysis of implantable catheter serial number (B)(4) revealed the following: the model (B)(4) catheter was returned to the returned products analysis lab in three segments, and no leaks were identified. Visual inspection in the lab identified markings on the retaining fingers in the cup of the connector and an indentation in the seal material in the cup of the sutureless connector (sc) which did not affect the performance of the catheter in the lab during testing. The indentation was the shape of the pump's outlet port. Initial patency testing in the lab found the catheter to be occluded. However, the occlusion broke loose during the decontamination process, and the catheter passed subsequent patency testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.